Event description:
The pt used the suspect device to check the blood glucose and obtained a result of 83 mg/dl and was experiencing hypoglycemia and heart problems and then called the paramedics. Emts arrived and they tested blood glucose at 42 mg/dl and transported to the hosp to be treated with an unk IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.